Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cd3700 analyzer generated a falsely elevated platelet result on one patient in the closed mode. The initial result was 950 k/ul. The customer performed a manual smear and observed no platelets, so they reran the sample and the result was 300 k/ul. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed falsely elevated platelet results on a patient sample run in the closed mode compared to a manual differential. A site visit by field service found that the cable of the left front cover was cut. Field service replaced the cable resolving the issue. There were no customer returns available for this investigation. A review of service complaints for the cd3700 analyzer, the left front cover, list number 8932086101, or the cable, list number 8952077901 did not identify any other complaints or trends for this issue. A review of the cell-dyn 3700 operator's manual provides the operator with adequate troubleshooting for inaccurate or imprecise rbc/mcv/plt data. Based on this investigation a product deficiency was not identified for the cell-dyn 3700, list number 02h31-01, the left front cover, list number 8932086101, or the cable, list number 8952077901.